Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. As precautionary measure, the stm replaced the executive processor board. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during training the cardiosave intra-aortic balloon pump (iabp) had difficulties starting up and remained in loading mode. The customer wants to make sure update was done. There was no patient involvement, thus no adverse event was reported.